Event description:
It was reported that while in the intensive care unit, the female patient was receiving therapy via the chest catheter. The catheter slipped out of the suture wings and migrated out of the cavity with the suture wing stitched in place and holding nothing. The patient was not very active and did not unduly stress the catheter. The patient was receiving therapy via the catheter which was then wasted. There was no patient death, injuries or complications noted. The patient is alive and still hospitalized with her outcome listed as satisfactory. Additional information received from the clinical support manager on 12/07/2010 stated that "the patient received bleomycin via the cavity drainage set. It is a drug used to reduce the amount of effusion from the carcinoma. The md x-rayed the patient chest to determine the size of the effusion and decided not to replace the cavity set. The patient in the meantime has passed away, she had advanced cancer.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.